Event description:
During eval of a returned homechoice machine, an overfill was identified. In the therapy session started on (B) (6) 2008, drain 4, the home patient's ultrafiltration (uf) reading was 880 ml. This uf indicates that the home pt (hp) drained 880 ml more than the programmed fill volume of 2000 ml for a total drain of 2880 ml. After this overfill occurred, the home patient's nurse was contacted by baxter on two occasions regarding this pt as well as regarding overfill. The nurse reported several problems with this pt, including non-compliance with therapy instruction. This pt was put on hemodialysis, possibly permanently, according to the nurse. She also confirmed there was no pt injury or medical intervention associated with overfill for this pt.

Manufacturer narrative:
(B) (4). Additional info: k923065. The homechoice machine was received and evaluated. Three stimulated pt therapies were performed using the patient's therapy settings. During these therapies, no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated pt for each exchange was within design specifications. The device's pneumatic system was monitored and no problems were revealed; all pressures were correct and stable. The cover was opened and an internal inspection was performed. No problems were encountered and all connections were correct and secure. A review of the device's service history revealed the previous return of this machine was unrelated to overfill. No failure or malfunction of the device was observed that could have caused or contributed to the reported difficulty. Based on a review of all available info, the probable caused of this overfill was determined to be the most probable cause of this overfill was determined to be insufficient drain because multiple cycles advanced to fill when a slow or no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area.